Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned on 05/19/2015 to zoll for evaluation. Investigation results are as follows: visual inspection was performed and no physical damage was observed. The platform was functionally tested and within the first few compressions, the platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. Further inspection identified that the bushing inside of the drive train had slipped and was defective. The reported complaint of the platform displaying a user advisory 12 was not observed during functional evaluation. However, an inspection of the returned platform was performed to ensure that the two of the screws of the lifeband clip reset switch which hold the lever parallel to the switch case are within specification. A standard belt clip tool was used to verify that the switch closed without the occurrence of a ua 12 message. A review of the platform's archive was performed and multiple user advisories (uas) 12 (lifeband not present) and 45 (not at "home" position after power-on/restart) messages were observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the drivetrain motor and clutch plate. In summary the customer's reported complaint of the platform displaying a user advisory (ua) 12 was confirmed during archive review. A root cause for the user advisory (ua) 12 could not be determined, however these codes may have occurred as a result of the lifeband belt clip not being detected in the spoolshaft, likely caused by the lifeband being improperly removed or attached to the platform by the customer. A root cause for the user advisory (ua) 45 could not be determined, however per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), users are advised to pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the ua 45 or 12 messages. Unrelated to the reported complaint, the platform displayed a user advisory 16 message and is attributed to the drive train being defective. The physical damages found during visual inspection are unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Event description:
It was initially reported that during testing on (B)(4) 2015, the autopulse platform displayed a user advisory 12 (lifeband not present) message. This occurred several times with a training lifeband. The customer proceeded to replace the lifeband, however when the platform was paused for ventilation another user advisory (ua) 12 message was displayed. The customer then reset the device and the issue was resolved. No patient involvement was reported. No further information was provided. The autopulse platform was subsequently returned to zoll for investigation. During investigation, the autopulse platform displayed a user advisory 16 (timeout moving to take-up position) message. Although the customer did not report this, user advisory (ua) 16 is considered a reportable malfunction.